Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and confirmed the issue. The unit had grinding noise coming from turbine and was shaking. Event log also showed motor fault, transducer fault and vent inop. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site toe evaluate the suspect device. Upon arrival at power up, the unit had grinding noise coming from turbine, and turbine was shaking so much the entire vent was shaking. The fsr reported all wave forms were very unstable. Unit alarmed vent inop after approximately two minutes of rough cycling. After replacing the turbine assembly, the issue was resolved. The fsr performed the operational verification procedure and performed the user verification test according to service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms during the user verification test. The customer reported there is no patient involvement associated with the event.